Manufacturer narrative:
Citation: puymirat e impact of coronary artery disease in patients undergoing transcatheter aortic valve replacement: insights from the (B)(6) registry clin cardiol. (B)(6) 2017;40(12):1316-1322. Doi: 10.1002/clc.22830. Epub (B)(6) 2017. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding impact of coronary artery disease in patients undergoing transcatheter aortic valve replacement: insights from the (B)(6) registry. All data were collected from multiple centers between january 2010 and january 2012. The study population included 3,444 patients (predominantly female; mean age 83 years), 1,163 of which were implanted with medtronic corevalve device. The serial numbers were not provided. Among all patients in-hospital, 30-day, 1, 2, and 3 year mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke, myocardial infarction (mi), major bleeding, endocarditis, aortic regurgitation (ar) and permanent pacemaker implantation based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.